Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation procedure, a versacross connect for faradrive was selected for use. There was no baseline effusion visualized at the start of the procedure. The decanav catheter (non-boston scientific) was in the coronary sinus, the octaray catheter (non-boston scientific) was in the high right atrium and the inquiry catheter (non-boston scientific) was in the right atrium. An ep study was performed, then was aborted when the patient went into atrial fibrillation. The octaray (non-boston scientific) was removed, and the physician went transeptal using the faradrive sheath and the versacross dilator with the versacross rf wire. The patient had abnormal anatomy including a compressed right and left atrium and a thick upper limbus of the interatrial septum. After the wire crossed the septum, the soundstar was manipulated to see the wire and a large effusion was visualized. The physician performed a pericardiocentesis using a cell saver. The effusion reduced initially then increased rapidly in size. The patient was sent to surgery where a perforation was found in the left atrial appendage. The appendage was clipped and the patient was stable. The device is not expected to be returned for analysis. Mw5170378.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event could not be sent since there is no initial reporter provided in the voluntary report medwatch, further information was unable to be obtained.